Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a one link catheter extension set leaked. The user observed the leak when they flush primed the set before connection. The leak was coming from the luer lock connection closest to the patient. The user connected it to the patient and then noticed 24 hours later that it was leaking. There was no patient injury, medical intervention, or adverse reaction associated with this event. Additional information was requested and is not available.